Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks. At least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that after wearing a pod for longer than 48 hours on the abdomen, patient had a high blood glucose (bg) level of 550 mg/dl and was taken to the hospital by ambulance. While in the ambulance, patient's vitals were checked and she was given intravenous fluids of insulin and fluid. Patient was then hospitalized, diagnosed with diabetic ketoacidosis (bg level was >800 mg/dl) and was treated with insulin injections and an unknown oral medication. Upon release from hospital (duration of stay was not disclosed), patient was prescribed lantus (16 units daily) and novolin, to be taken 15 minutes before meals; patient was not wearing a pod when discharged. Patient returned to the emergency room to rectify prescription discrepancy; while there an insulin injection was administered. Patient also reported while hospitalized, she had low blood pressure and an high heart rate. X rays were taken on abdomen and lungs, and patient went into kidney failure. An appointment was scheduled for follow up training with an intensivist as well.